Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced a pericardial effusion, hypotension and loss of pulse. A farawave nav catheter was selected for use during a pulmonary vein isolation procedure on a redo patient who previously underwent radiofrequency (rf) ablation four years earlier. The farawave device was used to ablate the left superior pulmonary vein (lspv) and a portion of the posterior wall (pw). The physician then performed rf ablation on the anterior mitral line and focal areas along the septum, totaling approximately 1.5 hours of rf ablation on the left side. Farawave was used to ablate the superior vena cava (svc) and the cavotricuspid isthmus (cti). Approximately 5 minutes after cti ablation, the patient experienced a drop in blood pressure. Intracardiac echocardiography (ice) revealed a pericardial effusion. At this time, the farawave catheter was positioned on the right side. The nurse was unable to obtain a pulse in the arm, prompting the physician called code blue and started CPR. Pericardiocentesis was performed, and the patient stabilized and recovered. The physician believes the effusion may have resulted from the earlier rf ablation rather than the farawave catheter. No perforation location was confirmed. The complication occurred 5 minutes after the procedure segment was completed, and the patient was already admitted prior to the procedure. A boston scientific versacross connect system was used for the transseptal puncture at 9:11 am, the effusion was observed at approximately 11:30 am. The patient has fully recovered.